Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one symplicity spyral catheter was used to treat the renal arteries. One launcher guide catheter was also used during the index procedure. During the procedure a renal vascular dissection occurred. Renal vascular injury/infarct occurred. Post procedure, the patient suffered from a partial renal infarction on the left side. Some hours after the procedure, 1/4 renal parenchyms, partial infarction on left side was noted. The patient had pain and nausea. A CT scan was performed which showed no bleeding was visible. Conservative treatment with pain medication given. The next day the patient felt good and was discharged home. The patient recovered with sequelae. The sites rationale provided for the relationship to the study procedure and spyral catheter was that a dissection of a renal branch occurred during the renal denervation procedure. There is no reported malfunction for the launcher guide catheter used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the CT of the abdomen confirmed a partial renal infarction of the left kidney. This was believed to be most likely caused by a renal artery dissection, as confirmed on CT. The renal arteries were tortuous but not calcified. Serum creatinine had a baseline of 76 mol/l. Pre-procedure creatinine was 75 mol/l and at discharge was 82 mol/l. Egfr values were 71 at baseline, 72 pre-procedure, and 64 ml/min at discharge. The cec assessed the event as a significant embolic event in the kidney. The cec adjudicated the event as related to the spyral catheter and procedure but not related to the therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.